Event description:
In 2002 disetronic, USA was informed that the end-user died (december 2001) apparently due to the fact that the kidney/pancreas transplantation on september 2001 was" problematically". The examining magistrate can exclude a failure of the insulin pump. 4 days later maersk medical received the complaint and 1 used infusion set. The incident took place in USA.